Manufacturer narrative:
We didn't receive the sample for investigation. Without the sample, physical product investigation was not possible. A review of the batch history records was performed, and no deviations were found. The batch complied to its specification and was released. The tensile force and dimensions of catheter components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out with no exceptions found this is the first complaint for batch 8134060. We have one further complaint regarding a bad peelable needle on code 4g07366500 within the last three years. There were 3500 needles for the batch 8129905 of the involved peelable needle code 4g34688000, but this is the first complaint for that needle batch. This type of defect is included in the risk analysis and its occurrence rate, and the risk evaluation is acceptable no further corrective action initiated by quality management as due to the missing sample; no root cause analysis can be made corrective action: due to the missing sample, the cause of this issue could not be confirmed. Therefore, no corrective action will be initiated at this time. This failure will be monitored for future actions.

Event description:
Writer was inserting a PICC line in a baby with probable congenital syphilis. When cracking the introducer the clear hard plastic piece became prematurely separated from the metal needle. It was more difficult than usual to crack the introducer. Once the line was threaded and flushed it was noted there was a hole in the soft plastic of the catheter. The line had to be removed from the patient necessitating another attempt at line insertion.

Manufacturer narrative:
Although no device was returned for evaluation, the details of the malfunction will be evaluation as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Writer was inserting a PICC line in a baby with probable congenital syphilis. When cracking the introducer the clear hard plastic piece became prematurely separated from the metal needle. It was more difficult than usual to crack the introducer. Once the line was threaded and flushed it was noted there was a hole in the soft plastic of the catheter. The line had to be removed from the patient necessitating another attempt at line insertion.